Event description:
The customer reported the ventilator would not run on battery. The device was not in use therefore there was no patient involvement. The manufacturers field service engineer (fse) verified the reported problem and determined that the shroud fan screws were installed incorrectly. The fse installed the fan screws correctly to address the reported problem.